Event description:
This MDR report is related to MDR report number 3011632150-2022-00055. The patient was treated as part of the mimics 3d USA post-market observational study on (B)(6) 2021. The subject was implanted with two biomimics 3d (bm3d) stents (two 7.0 x 150mm stents - one which relates to this report) to treat a denovo lesion of the sfa ostial to sfa distal third artery in the left leg. A contralateral approach was used and pre-dilatation and post-dilatation of the target lesion was conducted with percutaneous transluminal angioplasty (pta). Atherectomy was also performed pre stent placement. On the (B)(6) 2022, an event of restenosis of treated segment (target lesion) was reported from the site. It was reported as "possibly related" to the device and "not related" to the procedure. It was also reported as target lesion related. The patient outcome is reported as "resolved/recovered". It led to a target lesion revascularisation and it involved a non bm3d stent placement, laser atherectomy, and percutaneous transluminal angioplasty (pta). This intervention took place on (B)(6) 2022. The devices remain implanted.

Manufacturer narrative:
This MDR report is related to MDR report numbers 3011632150-2022-00055. There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformance's or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis is listed in the bionomics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
This MDR report is related to MDR report number 3011632150-2022-00055. The patient was treated as part of the mimics 3d USA post-market observational study on (B)(6) 2021. The patient was implanted with two biomimics 3d (bm3d) stents (two 7.0 x 150mm stents - one which relates to this report) to treat a denovo lesion of the sfa ostial to sfa distal third artery in the left leg. A contralateral approach was used and pre-dilation and post-dilation of the target lesion were conducted with percutaneous transluminal angioplasty (pta). Atherectomy was also performed pre-stent placement. On (B)(6) 2022, an event of restenosis of the treated segment (target lesion) was identified by the site. It was reported as "possibly related" to the device and "not related" to the procedure. It was also reported as target lesion-related. The patient outcome was reported as "resolved/recovered". It led to a target lesion revascularisation (tlr) and target vessel revascularisation (tvr) and it involved a non-bm3d stent placement, laser atherectomy, and percutaneous transluminal angioplasty (pta)/standard balloon angioplasty. This intervention took place on (B)(6) 2022. The devices remain implanted. Veryan reviewed updates provided by the site on (B)(6) 2024 and (B)(6) 2024 in relation to this event.

Manufacturer narrative:
This MDR report is related to MDR report numbers 3011632150-2022-00055.there was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.